Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" code related to the proximal flow sensor failure was found in the ventilator's downloaded error log. The investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" code related to the proximal flow sensor failure was found in the ventilator's downloaded error log. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.